Event description:
This spontaneous case was reported by an other and describes the occurrence of uterine perforation ("uterus was punctured at essure") and uterine haemorrhage ("uterine bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), uterine haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (ablation procedure). At the time of the report, the uterine perforation, uterine haemorrhage and pelvic pain outcome was unknown. The reporter considered pelvic pain, uterine haemorrhage and uterine perforation to be related to essure. The reporter commented: report received from media "(B)(6)". Consumer found out about uterine perforation when she went to ablation procedure due to uterine hemorrhage. Patient was a healthcare worker (unspecified). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.